Event description:
It was reported that during the loading of the valve by an experienced loader, a misload was identified via visual and fluoroscopic inspection. Specifically, part of the valve tissue was outside of the delivery catheter system (dcs) capsule. Then, upon unloading the valve, damage to the valve tissue was seen. The entire system, including the valve, dcs, and loading system, was exchanged for a different one. It was noted that there was no impact to the patient associated with this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups in its original box and jar fully submerged in a clear solution. All leaflets were flexible and intact. All leaflets were in the closed position. All commissures were intact. Tissue damage was observed on the valve skirt below commissure 2-3, tissue damage with hole above valve skirt (2mm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.